Event description:
A malfunction alarm occurred, identified by malfunction code 12. There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the customer's shipping address and instructed them to put the pump into storage mode before returning it. The customer understood these instructions and agreed to return the problematic pump with a pre-paid label within ten days.